Event description:
A patient experiencing inaccurate erratic results with a fasttake meter.the patient's blood glucose results were 22.9,16.3,15.6mmol/l.tests were done within 20 minutes with a difference of 24%. Patient did not experience any adverse events.